Event description:
On (B)(6) 2018 at approximately 09:45 hours, dr. (B)(6) from (B)(6) eye institute of (B)(6) called quantel medical to inform it of a potential adverse event occuring on an unknown date involving one or more patients while dr. (B)(6) was using a supra scan 577. No further information has been provided by (B)(6) eye institute and quantel medical has not yet been permitted to inspect the device.